Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.

Event description:
It was reported to boston scientific corporation that an ascerta vl ureteral stent was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the doctor placed a stent and the bladder coil migrated up into the ureter. The doctor used forceps to pull the stent back down. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.